Event description:
Discordant high advia chemistry 1800 sodium and chloride results were obtained on one patient sample. The physician questioned the results and the laboratory repeated the sample on a second system with lower results. There are no known reports of adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument. After analysis of the instrument, the fse replaced the ion selective electrode (ise) buffer, ise electrodes, recalibrated the instrument and ran a precision test. The instrument is performing within specifications. No further evaluation of the device is needed.